Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found, the meter was found to work properly. The test strips involved with this complaint were returned on (B)(4) 2012 and evaluated by pa on the same day, the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings compared to another meter. The sr medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient obtained the blood glucose reading of 7.7 mmol/l (139 mg/dl) on the reported meter, and a reading of 5.3 mmol/l on another manufacturer's meter within 30 minutes of each other. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient took the action of taking an increased dose of insulin; he did not seek any medical attention. Troubleshooting revealed the patient's technique was correct, the meter was set to the correct unit of measure, and the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms, denied seeking medical attention, and the action correlated with the meter readings. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.